Event description:
The customer reported to olympus, there were abnormalities inside the gastrointestinal videoscope channel. The device was returned, and it was found the channel cleaning brush could not be inserted due to clogging of the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
During device evaluation, the cleaning brush could pass through the channel when inserted a second time. It was possible that the clog was pushed out into the forceps channel when the cleaning brush was inserted allowing the brush to pass through. Disposable cleaning brush tip was clogged in the forceps channel. There were few additional findings: the angle wires were stretched, angle knob was out of the normal state, wrinkles were present in the insertion tube, water tightness was not maintained due to wear of u/d (up/down) knob. Scratches were found throughout the device. There was liquid leakage into the scope connector and presence of dirt on the operation part due to handling (insufficient cleaning) that was difficult to remove. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the brush could not be inserted, but no specific foreign material could be confirmed. Therefore, a root cause could not be identified. Olympus will continue to monitor field performance for this device.